Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of the device received. Visual observations revealed marks of wear in the entire device. The jaws did not close and open when actioned the trigger. Also, it was noticed that a needle was already stuck in the shaft. It cannot be removed since the white flag was missing. This complaint can be confirmed. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. Lot number on the device indicates this device is 7 years old. The condition of the gun could be attributed to heavily use; moreover, procedural variables that could cause failures in the jaw¿s mechanism. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2022, it was observed that the plastic piece on three expressew iii needle devices broke inside an expressew iii suture passer w/o hook device and could not be removed. During in-house engineering evaluation, it was determined that a needle was already stuck in the shaft of the device and could not be removed since the white flag was missing. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.